Manufacturer narrative:
H10 h3, h6 one fast-fix 360 curved needle delivery expanded indication system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The depth limiter was attached. The needle was slightly twisted and visibly flattened. The distal tip of the actuator had bio matter wedged underneath and was bent up out of the needle track. The actuator no longer cycled or actuated due to damage. The symptoms align with probing and difficulty reaching desired anchoring location. This can release anchors when not intended. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscal repair surgery, the t1 was fired, the device/needle did not retract enabling the surgeon to fire the t2 implant. All ts implants were removed, there was no delay to the procedure and a second. A backup device was available to complete the procedure with no delay or patient injuries.